Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized in 2009 due an incident of hyperglycemia. The patient was brought to the hospital with a blood glucose > 500 mg/dl. Upon admit her blood glucose was 700 mg/dl. She was admitted and was treated with IV insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.